Event description:
(2/2, reference (B)(4) for related complaints) (documenting pump #2) per medwatch: spontaneous. Patient reports that they were having an issue with their pump which turned out to be an issue with both pumps and blood in their line. Pump serial numbers unknown. Patient states they had no changes in breathing. Pt also states the wounds from the other sites are blistered and boiled and they saw what appeared to be green on those areas. Patient denies any signs or symptoms of infection but was advised to see medical care. Patient denied wanting to change their site after a nurse contacted them and determined it appeared to be working correctly. Pharmacy is sending out 2 replacement pumps. No other information, details or dates available. Pump return tracking information is not available. Photographs were not provided. This is a continuous infusion. Set flow rate and volume delivered are unknown. Position of the pump when alarm occurred is unknown. Event did happen while in use with a patient. Life sustaining infusion. Medication: remodulin 5 mg/ml united therapeutics. Dose: 29,8 ng/kg/min continuous sq dates of use: from 05/2022 to current. Diagnosis or reason for use: pah. Additional information received and attached by ICU medical on (13-6-2022): not known if issue was resolved.